Event description:
The customer reported that overview/care group alarms were not operating as expected and not popping up in other patient rooms to alerts staff to patient alarms. No patient harm was reported and no delay of any therapy; the device was in use monitoring patients with indications that the device was being used correctly. Remains in use.